Manufacturer narrative:
The reported field event of device migration could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that due to patient weight loss, the position of the patient's implantable cardioverter defibrillator (ICD) was unstable in the pocket. The ICD was explanted and replaced. The patient was recovering without complications.